Manufacturer narrative:
(B)(6). Investigation: the customer's exeperience could not be confirmed by the photo provided. No sample was returned for evaluation and testing. A review of the device history record could not be performed as a lot number was not provided for this incident. Nexiva a-eura rm5769 rev 12(k) identifies leakage from the vent plug and inadequate connection between the luer adapter and an additional device as failure modes. Both failure modes have the effect of minor leakage that does not require medical intervention. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a 20 g x 1.25 in. Bd nexiva¿ closed IV catheter system leaked and sprayed contrast fluid on radiology staff. There was no report of exposure to mucous membranes, injury or medical interventions.